Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the connector boot consistent with friction to device can. All other damage is noted consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.